Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use(IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified de novo lesion in the distal left anterior descending coronary artery that was 95% stenosed. Pre-dilatation was performed with a 2 x 12 mm, 2.5 x 18 mm, and a 2.75 x 18 mm unspecified balloons. A 2.75 x 48mm xience xpedition stent was then deployed when a distal edge dissection was noticed and another xience xpedition was used to cover the dissection. There was no adverse patient sequela reported. No additional information was provided.